Manufacturer narrative:
Clarification to b3 date of event: partial date provided as "more than 4 years", captured as 2022 clarification to h6 adverse event problem: the report of "mastitis" is captured by e2402 appropriate term / code not available. Although "possible rupture" was mentioned in the patient's initial report, the event is not captured as additional information received later indicated the implants are intact per a recent MRI. The report of "possible bia-alcl" is not captured at this time as the event has not been diagnosed in the available biopsy/alcl testing and has not been confirmed by a healthcare professional. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "mastitis" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mastitis"; capsular contracture, baker grade IV.

Event description:
Patient reported "pain, swelling, breast feels warm, mastitis, encapsulated, possible implant rupture / possible bia-alcl" and "beginning foreign-body-type inflammatory reaction, chronic condition (benign nodule)". Patient later reported "chronic inflammatory process directly associated with the periprosthetic capsule of the breast implant", "capsular thickening, the presence of intracapsular content and fluid collections, with a chronic inflammatory process objectively identified, featuring a foreign-body-type giant cell reaction, consistent with the body¿s response to the presence of the implant", "intense emotional distress, anxiety, and psychological suffering", "baker's grade of capsular contracture IV", " thinner capsular fluid-filled spaces", "hypothesis that this is implant-associated anaplastic large cell lymphoma" and "cystic breast lesion, possibly consistent with a hematoma (yokohama ii)". This record is for the left side. The device remains implanted. Patient was prescribed pain reliever and anti-inflammatory medication.